Event description:
It was reported by a user facilty medwatch that a device was used during a right thoracoscopy with biopsy and frozen section for a pulmonary nodule. The device was inserted. When removed, the tip broke off into the pt. A second trocar was inserted to remove the pieces. When removing the second trocar, it was noticed that the tip was split. There were no other consequences to the pt.

Event description:
Peri operative diagnosis of biopsis of pulmonary nodule. Device was inserted in the usual fashion with out excess pressure. Standard instruments were used during the case. When the case was completed, the surgeon noticed that the end of the trocar was missing. The surgeon placed another trocar and proceeded to retrieve the broken pieces. When the second device was removed, the surgeon noted that the end was split, but no pieces were missing. An x-ray was taken upon completion of the surgery and there were no pieces of the device seen on x-ray. There were no complications during the procedure, there were no abrasions of the abdominal cavity identified, and all major organs and vessels were intact. The pt recovered and was discharged as expected peri operatively.